Event description:
After lifting resident from bed (in am) he was transferred outside room to wheelchair. As lowering the rt shoulder strap snapped and resident fell into the wheelchair. Pt was close to chair and no injury occurred.